Event description:
Information was received from a patient who was receiving dilaudid at an unknown concentration and dosage and marcaine at an unknown concentration and dosage via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2017, it was reported that the patient had not been getting good relief from the pump. The patient saw their healthcare provider (hcp) and reportedly the hcp kept "turning it up". The patient noted that the pump started to "run slow/extremely slow", such that the patient was going once a month for a refill. The pump was eventually replaced, though the patient noted that they did not know if it was for normal battery depletion. The issues with the pump reportedly began in 2017, approximately in (B)(6), and the pump was explanted in (B)(6) 2017. The patient noted that they have the same type of medication in their pump as they did with their previous pump, though the medication was increased at the time of the event. The situation was considered resolved and the patient stated that their current pump was not a problem. It was also reported that the patient's first back surgery "messed up her back so bad" that the patient lost "so much spinal fluid" and was hopeless, that the patient was in the ICU for 31 days. It was also reported that the patient had their gallbladder removed and, while hooked up to a morphine pump in the hospital, found that they were allergic to morphine which resulted in the morphine not working, the patient being covered in hives, and the patient sufferingall night. These were reported prior to the implant of the patient's devices. The patient also reported having their knees replaced in the past and their hips were "next". No further complications were reported. The original source document contains information that was unrelated to this event and was omitted. See (B)(4)- stim.